Event description:
The customer contact reported the pt received more medication than intended. The pump was programmed to deliver cardizen (1mg/ml), at a rate of 15ml/hr and vtbi(volume to be infused) of 100ml, and the delivery was started. No further programming parameters were provided. After approximately 2 1/2 to 3 hrs, the device sounded an unspecified alarm, and the nurse noted that the bag was empty. The settings were checked by 2 nurses and were found to be correct. The nurse contacted the pharmacy, and was instructed to monitor the pt's blood pressure. The pt's blood pressure remained stable. There were no adverse pt effects. No additional info regarding med intervention or resumption of therapy was available. The device was removed from clinical svc. Though requested, no additional info was provided.